Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: no images or product was received to support this investigation, why it was not possible to conclude an exact root cause for this event. However there is no indication of a defective device cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent tevar with a right approach in order to close the entry of type b aortic dissection that had occurred about 3 months before. The procedure was not suitable for the patient though, the physician conducted it since it was the patient's wish and was risky to conduct thoracotomy. Proximal neck length was 22 mm. Zteg-2pt-40-158-pf (B)(4) was placed but type ia endoleak slightly occurred. Then, the physician decided to place tbe-40-81-pf additionally to resolve the endoleak. Delivery system of tbe-40-81-pf (B)(4) was advanced to the proximal site, but it would not progress past the previously placed zteg-2pt-40-158-pf. Push-and-pull movement was applied to the delivery system though, it would not progress past the mainbody yet. Another manufacturer's device (tag f40 mm, length 10 cm/ gore) was used instead. Though the type ia endoleak slightly remained with tag though, the physician decided to take a wait-and-see approach and the procedure was finished. Patient outcome: there have been no adverse effects to the patient reported.